Manufacturer narrative:
(B)(4). The supplemental medwatch will be submitted after receipt of new information.

Event description:
It was stated that the unit keeps flashing and alarming art stop. Patient involved but no harm reported. (B)(4).

Manufacturer narrative:
Field safety technician has been sent for investigation. He was unable to replicate "art-stop", only able to induce a ¿error!¿ message which was caused by a faulty rotaflow drive (rfd). He was able to verify rfd as defective by running rotaflow without error on hl20 while using an rfd from a known good unit. Additional the hl20 has been in use with a loaner rotaflow and drive for three weeks without issue. No service order has been created as the hl base unit is working properly. Thus the failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).